Event description:
Argatroban infusion (new bag) was hung by nurse at approximately 0300 at a rate of 8.77 mcg/kg/min (equating to 30.5 ml/hr), as per order. Order and pump settings were verified by second nurse. At approximately 0400 the pump was heard beeping; the pump was checked and bag found to be empty. After the bolus of argatroban the patient was transferred to micu for observation (for bleeding), but remained stable. The patient has been discharged. Clinical engineering has been able to find nothing wrong with the infusion pump.what was the original intended procedure?argantroban infusion at rate of 30.5 ml/hr.